Manufacturer narrative:
Stn#: 125207-08.

Event description:
The customer reported a false negative reaction of a known antibody positive patient with biotestcell 1 and 2. The patient was supposed to have anti-k, anti-e and anti-c. Customer processed sample on another tango on his site and received the expected positive reaction. Customer sent us the patient sample but not the complained lot of biotestcell 1 and 2. We received two samples from the same patient but drawn at different dates. The samples were tested on tango with the biotestcell 1 and 2 retention sample and reacted both times correctly positive. During a service intervention on the tango instrument which had shown the false negative result, the 8-channel valve head was replaced. After that replacement the sample was tested again and reacted correctly positive.